Event description:
Customer received a control result of 35mg/dl on his contour meter. The approximate normal control range is 105-145mg/dl. No adverse event was alleged. Customer ended the call before further information could be obtained. Product was not replaced and is not expected to be returned for evaluation.

Manufacturer narrative:
The call ended before the customer's personal information or product information could be obtained. It's not possible to determine the manufacture date or 510k number without the meter information.